Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of "high" although specific value not provided. Cause was not known. A supply change was performed to address bg. Recommendation was made to consult with a healthcare provider regarding diabetes management. It was also reported that the customer experienced a low blood glucose (bg) level of "low" on glucose monitor. Cause was not known. Customer required assistance from their spouse by providing carbohydrates and juice to address bg level. Recommendation was made to consult with a healthcare provider regarding diabetes management.